Event description:
It was reported that the patient has contracture and when their hand was over this cardiac resynchronization therapy defibrillator (crt-d), the patient scratched themselves so badly, that the crt-d metal was exposed. The patient was given intravenous antibiotics and the crt-d was repositioned deeper. During the repositioning, the right atrial (ra) lead was found to be embedded into the skin. After it was released from the skin the impedance was greater than 3000 ohms and would not pace. The ra lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken to explant this right atrial (ra) lead due to infection. The lead was successfully explanted. No additional adverse patient effects were reported.